Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant medical products: carto, soundstar catheter; navx ((B)(4)); digital recording system (labsystemtmpro, (B)(4)); therapy cool path, cool path duo or coolflex catheter ((B)(4)). (B)(4). The device is not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that retrospective data of 37 patients with tetralogy of fallot and atrial tachyarrhythmias who underwent radiofrequency ablation between 2004 and 2013 were collected. Among them, one patient suffered complete heart block during procedure requiring a pacemaker. Title: ¿radiofrequency ablation of atrial tachyarrhythmias in adults with tetralogy of fallot ¿ predictors of success and outcome¿. The purpose of this study was to examine the characteristics, outcome, and predictors of recurrence of atrial tachyarrhythmias after radiofrequency ablation in tetralogy of fallot patients. Suspect device is navistar thermocool catheter, however catalog and lot number are unknown.